Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the ins was not working for the patient, and patient had surgery two weeks ago to have everything removed. Patient inquired what they could do with the patient programmer (pp). Patient was redirected to repair department for pp donation. Patient said they could not find the pp and would call back when they find it. No patient symptoms were reported as a result of this event. No further patient were reported/ anticipated as a result of this event.